Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had adhesive issues with their sensor. The customer also reported inaccurate readings with the sensor due to the adhesive issue. Customer reported their sensor would give a low reading when their blood glucose was over 500 mg/dl. The customer also reported their blood glucose rising to 497 mg/dl at the time the sensor did not stick to their body. The customer stated the sensor cannula was on their skin. Customer stated they have discarded their sensor. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.